Event description:
Asr revision to take place (B)(6) 2014. Asr xl acetabular system - right hip. Reason(s) for revision: pain. Update received: (B)(4) 2014 - confirmed revision took place (B)(6) 2014 and filled mapped, removed taper sleeve lot number as was invalid to mw fields.

Manufacturer narrative:
Depuy still considers the investigation closed. This if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place (B)(6) 2014. Asr xl acetabular system - right hip. Reason(s) for revision: pain. Update received: 18th february 2014 - confirmed revision took place (B)(6) 2014 and filled mapped, removed taper sleeve lot number as was invalid to mw fields. Update rec'd 20 mar 2014 - rec'd report sent to the (B)(6). Added patients' initials, dcgi ref, additional hospital, additional reason for revision: difficulty walking. Rec'd another incorrect lot number for taper sleeve - 20 mar 2014. Update received: 21st march 2014 - added patient name, attached dcgi query response document, added hospital area: (B)(6), added patient ID (initials), added patient age, added patient gender, added further surgeon: dr (B)(6) (B)(6), added further hospital: (B)(6) hospital, added further reason(s) for revision: metallosis, hip locking, dislocation, subluxation, chronic synovitis and haemorrhage.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision to take place (B)(6) 2014. Asr xl acetabular system - right hip. Reason(s) for revision: pain. Update received: 18th february 2014 - confirmed revision took place (B)(6) ary 2014 and filled mapped, removed taper sleeve lot number as was invalid to mw fields. Update rec'd 20 mar 2014 - rec'd report sent to the indian medical authority (dcgi). Added patients' initials, dcgi ref, additional hospital, additional reason for revision: difficulty walking rec'd another incorrect lot number for taper sleeve - 20 mar 2014.